Manufacturer narrative:
The vse instrument has not been returned to isi for evaluation. Therefore, failure analysis of the product related to the complaint has not be performed. A site history review was performed, and a related complaint was identified for the first vse that was used during this procedure. Refer to the report with patient identifier (B)(6) for information on the first vse. A system log review was performed and there were no error messages generated from the instrument usage. The vse is a single-use instrument and has not been used in subsequent procedures after the alleged event reported on this record. No images or videos of the event were provided for review. Further technical review is not required as there was no error related to the issue. This complaint is assessed as a reportable event due to the following conclusion: the generator used with the vse instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. The vse instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted colostomy closure procedure, the vessel sealer extend (vse), which was installed on universal surgical manipulator (usm) 1, was not sealing sufficiently. The customer tried another vse but the issue persisted. The customer changed the cable ports and the vse worked temporarily. The technical service engineer (tse) checked the system logs but there were no associated errors. The tse recommended reseating the sterile adapters. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following information: the surgeon had cauterization issue with both vessel sealer extend instruments used. The reporter mentioned that the second vse worked for about 1 minute and then stopped working. She does not recall how long the first vse was in use before it encountered issues. They tried changing the cord, switching to another port, removing the instrument and turning the input disc before reseating it again on the arm and reseating the sterile adapters but nothing worked. Initially there was some audible tone heard from the system but unsure whether the `seal complete tone` was heard. At the end, there was no tone at all coming from the system. There was no thermal effect seen on the tissue at all. No error messages appeared on the screen. The surgeon decided to convert to an open laparotomy at this stage. There were no interference such as staples or clips in the jaws of the vse during the sealing process. The reporter does not know whether the diameter of the target tissue was >7 mm, whether the patient had undergone chemotherapy or radiotherapy in the past, whether there was calcification in the blood vessel, whether there was bio debris in the jaws of the vessel sealer, or whether there was any post-operative complications/excessive bleeding encountered by the patient. The name of the procedure was colostomy reversal.